Event description:
Customer reportedly rec'd results of 151 mg/dl and 75 mg/dl on the compact plus sys within 10 mins. Customer also reported received the following results on the compact plus sys within 10 mins: 209 mg/dl, 88 mg/dl, and 94 mg/dl. No high or low blood symptoms reported. No action was taken based on device results. The customer did not provide the location where the discrepant results were obtained. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.